Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 38mmx2.50mm, eccentric, de-novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. After a non-bsc guide catheter was placed, a 6fr guidewire was advanced to cross the lesion. Predilation was performed with a 2.5x15 non-bsc balloon catheter. Subsequently, a 38 x 2.50 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the stent was dislodged. The procedure was not completed. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).